Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occured. The target lesion was located in the left circumflex coronary artery. A 2.25x12mm promus element stent balloon expandable was advanced to treat the lesion. However, during stent deployment, it was noticed that the stent strut was lifted up. The procedure was completed with a different device. There were no patient complications nor injuries were reported.

Event description:
It was reported that stent damage occured. The target lesion was located in the left circumflex coronary artery. A 2.25x12mm promus element stent balloon expandable was advanced to treat the lesion. However, during stent deployment, it was noticed that the stent strut was lifted up. The procedure was completed with a different device. There were no patient complications nor injuries were reported.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: promus element,mr,ous 2.25x12mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The distal end of the stent was damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.